Event description:
The st. Jude medical rep reported that the pt presented to the physician after the device delivered therapies. Upon interrogation, the device was found to be in hardware reset mode. The st. Jude medical technical services stated that the pt was without defibrillation support and the device would need to be explanted and returned for analysis.